Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced diarrhea, nausea and vomiting. The patient was diagnosed with peritonitis and was subsequently hospitalized. Treatment rendered was not reported. The patient was recovering from this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893305. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.